Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including dyslipidemia.

Event description:
Through implant patient registry and medical records, it was learned a patient with a 23mm 11500a aortic valve implanted three (3) years, four (4) months, underwent valve-in-valve procedure due to critical bioprosthetic aortic valve structural degeneration and severe aortic stenosis. The patient presented with congestive heart failure. Tavr was performed with a 26mm 9755rsl transcatheter valve. Patient post-operative status noted as in recovery. Per medical records, patient presented with chronic combined systolic and diastolic congestive heart failure with cardiogenic shock and hypoxic respiratory failure along with unstable angina pectoris. Since she has had multiple open aortic valve surgeries, she is not considered a candidate for redo open surgery. The decision was to proceed with tavr procedure. The tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient was in stable condition at the completion of the procedure and transferred to the micu.

Manufacturer narrative:
Added information to b5, b6, b7, h6. Corrected b5.

Event description:
Through implant patient registry and medical records, it was learned a patient with a 23mm 11500a aortic valve implanted three (3) years, four (4) months, underwent valve-in-valve procedure due to critical bioprosthetic aortic valve structural degeneration and severe aortic stenosis. The patient presented with congestive heart failure. Tavr was performed with a 26mm 9755rsl transcatheter valve. Patient post-operative status noted as in recovery. Per medical records, patient presented with chronic combined systolic and diastolic congestive heart failure with cardiogenic shock and hypoxic respiratory failure. Tavr was successfully performed with a 26mm 9755rsl transcatheter valve. Patient was in stable condition at the completion of the procedure and transferred to the micu.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.